Manufacturer narrative:
Concomitant products: 4.5mm replicator plate (cat# 300-10-45 / serial# (B)(6), torque screw (cat# 300-20-02 / serial# (B)(6), m beta cage glenoid (cat# 314-13-13 / serial# (B)(6). The reason for the shoulder revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately seven years post initial right tsa, the patient experienced a rotator cuff tear after primary total shoulder arthroplasty. Patient was revised to a reverse total shoulder arthroplasty, while retaining the original stem. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. Sales rep was unable to obtain images. The devices are not available for evaluation due to hospital keeps explants.